Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 411 mg/dl. The customer experienced no symptoms. The customer was treated with pump and manual injection. The customer did not allege the pump for under delivery. Displacement test was passed by the pump and high pressure test was declined. The device is not expected to be returned for analysis.